Manufacturer narrative:
(B)(4). The investigation concluded that the phantom holder was replaced by the field service engineer who visited the site. This is the first time this incident has occurred where the phantom holder glue failed. Mailed date: (B)(4)-2011.

Event description:
Philips rec'd a complaint that alleged that the phantom holder on the couch broke after the quality check phantom was installed. The phantom was about to fall to the ground when the technician caught it with her legs. This caused the technician to get a bruise on her legs.